Event description:
Healthcare professional reports clot was not detected with the hemochron response coagulation system. Act test would exceed 1,000 seconds and when the user removed the tube from the instrument, it was observed that the blood had already clotted. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Act tube lot# e2fke022. Method - act tube device history records reviewed and found to meet specifications. No related ncmrs or complaint trends identified. Itc has requested all data required for form 3500a.